Event description:
It was reported that they system 9800 would not initialize. The monitors remained blank rendering the system non operational. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The malfunction was verified. It was determined that the power control monitor circuit board, display adapter circuit board and the camera were all defective and were replaced. The system was tested and found to be working as intended and placed back into service.